Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the drive support cap on the insulin pump is flush. The patient's blood glucose at the time of incident was 595 mg/dl and has escalated to over 600 mg/dl. The customer was not hospitalized, but he felt really bad. The high blood glucose was treated with multiple bolus injections. The insulin pump will be returned for analysis due to the damaged drive support cap, and a replacement pump was shipped to the customer.